Event description:
It was reported that starting two weeks prior, the implantable neurostimulator recharger (insr) screen showed they were charging with 8 coupling boxes filed in black. The implantable neurostimulator (ins) battery was blinking but the charge level did not progress past 1/4. There were telemetry/communication issues. The ins was not charging as it once did. They could not get the ins to charge beyond 1/4. The patient was instructed to get a new recharger; there was a recharger issue. The patient stopped feeling stimulation therapy about two weeks prior. They had the implantable neurostimulator (ins) for pain in the cervical spine area and up the side and back of their head. But since the ins had not been providing stimulation, their symptoms were better. The patient was wondering if they could go without the stimulation. The patient noted starting maybe 3 weeks prior, the battery in the hip was burning. The patient spoke to a manufacturer representative (rep) the morning of the report about those issues. Regardless if the ins was on or not, the patient felt burning at the implant site; it occurred with the stimulation on or off. The patient checked using the patient pro grammer; they never used their patient programmer. Stimulation was set to where it was perfect for the patient. They were seeing the recharge the stimulator screen. There was a loss of therapeutic effect. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. No diagnostic testing was performed. The rep recommended the patient make an appointment with the healthcare provider (hcp). Patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708140, serial# (b)(3), implanted: (B)(6) 2012, product type: extension. Product ID pnma01411a004, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received a new implantable neurostimulator recharger (insr) antenna portion, but even with a new antenna, the patient could not get past ¼ charge level. The implantable neurostimulator (ins) was discharged today and the ins said it was empty when they stopped a charge session. The patient had not been using stimulation lately due to recharging issue with the antenna. They looked at the insr recharge statistics: 5 of 6 recharge sessions took place on (B)(6) and were either 0 minutes in length or very short (6 and 11 minute durations). The 6th session was today, which was 17 minutes long and the ins advanced from 3.500 to 3.580 charge level. It was noted that there was also a burning sensation. There was a burning sensation with stimulation on and off, and it was the same whether stimulation was on or off. The patient was advised to try recharging each day for a week and report back to the manufacturing representative (rep). The rep had not heard from the patient since they met in the office.